Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor scan results in comparison to unspecified readings from healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not feel any symptoms but went to a hospital, where a healthcare professional administered unspecified ampule intravenously as treatment for a diagnosis of hyperglycemia. The customer also underwent a Positron Emission Tomography (PET) scan. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.